Manufacturer narrative:
This product is not available for analysis. This is one of two products involved with the reported event, which is associated with manufacturing report numbers 1016427-2009-00220. It was reported via the study that after uneventful stenting of the right carotid artery, the angioguard was advance for treatment of a left carotid artery lesion and the precise stent was deployed. While trying to remove the angioguard, the physician noted that the device was stuck and was not able to retrieve the device. Initially, fluoro did not demonstrate any anomalies that were prohibiting the retrieval of the device; however, with fluoro via another angle, the wire was observed looped inside the artery and wire was trapped between the artery wall and the deployed precise stent. The wire was somehow looped in a w shape in the lesion before the stent was deployed; however, this was not observed under fluoro prior to the deployment of the precise stent. It was reported that the event was documented as a user error. The patient was taken to surgery and the precise stent and the angioguard were surgically removed. The patient received carotid surgery, and was discharge two days later. The lesion site was the left proximal and ostium internal carotid artery. There were no reported malfunctions of the precise stent. The stent was deployed at the intended location. The lesion was a 22 mm 80% stenosis of the left proximal and ostium internal carotid artery with severe tortuosity greater or equal to 90 degrees within 5 mm of the lesion containing greater or equal to 2 bends. The lesion was described as concentric, circumferential and eccentric. No malfunction or technical problems were noted at the time of deployment of the angioguard or precise stent. The precise and angioguard which removed surgically were not received for analysis. The company reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01409188 which corresponds to cordis angioguard lot 70309508. The history records indicate this product was final inspection tested at the company facility and was determined to be acceptable. A review of the manufacturing documentation associated with lot 14088816 for the precise revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. As reported, procedural factors including vessel characteristics and user handling led to the device interaction and jailing of the angioguard delivery wire by the precise which resulted in the inability to withdraw the angioguard. The angioguard instructions for use outlines that after delivery of the angioguard, determine that the guidewire remains in proper position using fluoroscopy. There is no indication that the event is related to device design or manufacturing process.

Event description:
The angioguard was advance for treatment of the lesion and the precise stent was deployed. While trying to remove the angioguard, the physician noted that the device was stuck and was not able to retrieve the device. Initially, there were no anomalies noted under fluoro that was prohibiting the retrieval of the device; therefore, another angle was captured under fluoro and the wire was observed looped inside the artery and wire was trapped between the artery wall and the deployed precise stent. The wire was somehow looped in a w shape in the lesion before the stent was deployed; however, this was observed under fluoro prior to the deployment of the precise stent. The event was documented as a user error. The patient was taken to surgery and the precise stent and the angioguard were surgically removed. The patient received carotid surgery and was discharge two days later. There was no noted neurological deficit. The patient had a major adverse event during a repeat carotid revascularization in 2009. This was a contralateral procedure. The revascularization was documented as not successful. This was an emergent case for a stent revascularization. The lesion site was the left proximal and ostium internal carotid artery. The event was documented as related to the index procedure and cordis device. There were no reported malfunctions of the precise stent. The stent was deployed at the intended location. The lesion was severely tortuous, with vessel tortuosity of >=90% degrees. The vessel tortuosity was within 5 cm and contained >=2 bends. The stent segment was 40 and the reference diameter is 5.0. The lesion quantitative lesion calcification was moderate. The percent stenosis was 80 and the lesion length was 22. The lesion upon visual was concentric and circumferential. The lesion was eccentric.